Event description:
Reporter stated she had rec'd the er1 message. Reporter also stated she didn't feel good at the time, that is, panting with impaired vision. Reporter called her health care professional who had her come in and do a lab test. Her lab test blood glucose result was 310 mg/dl. Dr then put her on insulin. Prior to this, she was only on glucophage two times a day (500 mg). Reporter also stated that her blood glucose's were running around 280 mg/dl prior to above dr visit, and while she didn't have her log book with her, she did recall this blood glucose average.